Event description:
It was reported that the pt had high lead impedance. Pt has been referred for surgery, but has not been scheduled to date. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.